Event description:
It was reported that since (B)(6) 2012 the pt experienced some background noise and changes in volume while using an audio processor. Testing in situ showed fluctuating impedances and the pt could hear a constant noise while the testing coil was placed above the implant without measurement. There is no accident or trauma known. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.